Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent primary breast augmentation with a 210cc mentor smooth round high profile saline breast implant that deflated postoperatively, secondary to a motor vehicle accident. The deflation was confirmed during a physical exam. The patient has indicated a desire to have the device explanted and replaced with another smooth saline device, however the intervention has not yet been planned.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Manufacturer narrative:
On january 26, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 210cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A second product was received (lot-9591675). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2022, the mentor failure analysis lab received the device for evaluation. Paperwork received with the device indicated that the date of surgery was (B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to december 28, 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation and chest injury manufacturer¿s reference number: (B)(4).